Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration of the cutter prior to surgery. The problem was resolved after exchanging the product. There was no patient involvement. The affiliate advised no additional information is available.